Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer reported that the ambulance was called. The customer reported that the cannula was bent. The customer's blood glucose was 503 mg/dl at the time of the incident. The customer's blood glucose was 166 mg/dl at the time of call. The customer stated that they have been treating the high blood glucose with manual injections. The customer stated that they were given fluids and IV drip of insulin. The customer stated that they experienced nausea and vomiting. The customer performed high pressure test and the insulin pump passed. The customer was advised to change entire set, reservoir, insulin and treat per health care provider's instructions. The insulin pump will not be returned for analysis.